Manufacturer narrative:
Event date was reported as unknown and was approximated to (B)(6) 2021. Device eval by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed multiple buckling to the sheath. Microscopic examination revealed no damages. Wire insertion test was performed by inserting a test guidewire into the tip, and it was able to pass through the device. Functional analysis of the device was checked by setting up the product per the instructions for use. The device primed and ran as designed with no issues or errors. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis found no damage that would have contributed to the reported event.

Event description:
It was reported that the device was stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure to treat peripheral artery disease in the popliteal. The 80% stenosed target lesion was moderately calcified in non-tortuous anatomy. During the procedure after a few minutes of use, the jetstream seemed to fasten to the non-boston scientific guidewire. The jetstream was not able to advance or rex. Both the jetstream and the guidewire had to be removed as one unit. The device was removed intact. The procedure was completed successfully. No patient complications were reported.